Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/13/2025 the user reported that their dexcom g7 sensor, inserted the previous night, displayed a low bg of 65 mg/dl before issuing a ¿replace sensor¿ alarm and shutting off after a repair attempt. The user had no symptoms, did not perform a confirmatory fingerstick, and was transferred to dexcom for sensor replacement.